Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device history lot. Part: 02.124.412. Lot: 2l10473. Manufacturing site: mezzovico. Release to warehouse date: november 02, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2019, the patient underwent a revision of a broken variable angle (va) locking compression plate (lcp) condylar plate of a distal femur. The original date of implant was on (B)(6) 2019. Procedure was successfully completed. Patient status was stable. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown).

Manufacturer narrative:
Product complaint # (B)(4). Its employees caused or contributed to the potential event described in this report. Additional pro-code: hrs, hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision of a broken variable angle (va) locking compression plate (lcp) condylar plate of a distal femur. The original date of implant was on (B)(6) 2019. Procedure and patient outcome are unknown. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).